Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the moderately calcified, severely tortuous right coronary artery (rca). The lesion was predilated with a 2.5x12 mm balloon, inflate to 10 atm for 20 seconds. A dissection and 50% residual stenosis was noted. Two unsuccessful attempts were made to deliver the 2.75x20 mm taxus express2 drug eluting stent. The physician was unable to pull the stent back into the guide. The tip of the guide was thought to be pinched and lifted a distal stent strut. As the physician attempted to pull the entire guide and stent out, the stent slipped off the balloon and went into the distal aorta. The stent remained on the wire in the pelvic aorta. The stent was snared and removed. The procedure was completed by predilating with a 2.5x12 mm balloon and delivering a 2.57x15 mm vision to the mid-distal rca and overlapping with a 2.75x15 mm vision in the mid rca. No additional pt complications were reported. Pt status reported as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.